Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with all bedside monitors (bsm(s)) in the facility. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020 customer stated that all bedsides went into communication loss on this central nurse's station (cns) device. Host table showed devices were on the network. When nk tech support followed up with customer for further details, the customer stated the issue was resolved but did not provide additional information. Service requested: troubleshooting of the reported event. Service performed: customer stated the issue was resolved but did not provide additional information. Investigation summary: the risks of communication between on all beds at central nursing station (cns) is a possible loss of patient monitoring. During such event, a corresponding message is displayed on the cns to alert clinicians of the issue. Cns is capable of monitoring bedside and telemetry devices. Bedside monitor displays full patient data and alarms. Additionally, device has built-in interbed feature where monitoring data and alarms can be displayed at another bedside device on the network. The telemetry transmitter device displays compressed waveform and numeric data of the latest 10 minutes. If there are no alternate means of monitoring for telemetry patients, there would be a possible loss of patient monitoring. The risk is considered "moderate" as defined under (B)(4), complaint investigations. Therefore, the overall risk of this event, taking into consideration of severity and probability, is high. There was insufficient information to determine the root cause of the reported communication loss incident. History shows this site has not experienced a similar event. Communication between devices in the patient monitoring network is dependent on customer's network infrastructure. Currently, there is no evidence of a device malfunction. No action could be taken at this time.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with all bedside monitors (bsm(s)) in the facility. No patient harm was reported. The host table was showing the devices on the network. The bme had been on-site for three days, and stated that he would call back when he was in front of a bsm to see if he was able to interbed. Five days later, the customer reported that the issue had been resolved. Additional device information: the following devices were used in conjunction with the cns. Bedside monitors. Model #: ni. S/n: ni. Approximate age of the device: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with all bedside monitors (bsm(s)) in the facility. No patient harm was reported.